Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the permanent cautery hook arced from the hook attachment during use. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgery was completed as planned; there was no injury to the patient. There was 5-minutes delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. The instrument was found to have a broken conductor wire at the weld and dislodged from the monopolar yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
Refer to h11 for follow-up information.